Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the black box showed data from 06/22/2016 to 06/30/2016; the black box data from the time of the complaint was unavailable for review due to continued pump use. The available black box data did not show any evidence of an intermittent power issue. Visual inspection revealed that the battery compartment was cracked and the battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The battery cap contacts measured within required specification. Neither the returned battery cap nor a test battery cap was able to fully tighten to the pump; the complaint of intermittent power was duplicated on investigation. Leak testing revealed a battery compartment leak. The pump casing was removed and no additional moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had an intermittent power issue, the battery compartment was cracked, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.